Event description:
Reportable based on analysis completed on 27-feb-2015. It was reported that crossing difficulties were encountered. The 22mmx4.5mm, 90% stenosed target lesion was located in the mildly calcified and severely tortuous right coronary artery (rca). A 24x4.50mm taxus¿ liberté¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual examination of the crimped stent found a stent strut on the proximal portion of the crimped stent was lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).